Event description:
On (B)(6) 2011, the pt was implanted with two gore tag thoracic endoprostheses to treat a thoracic aortic aneurysm. A proximal type I endo leak was present after the procedure. On (B)(6) 2011, the pt was implanted with an additional gore tag thoracic endoprosthesis to treat the type I endoleak. The endoleak was resolved and the pt tolerated the procedure. On (B)(6) 2012, the pt was implanted with a conformable gore tag thoracic endoprosthesis to treat an unknown condition. No further information is available.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications.